Event description:
It was reported the epg (external pulse generator) intermittently would not power on. The programmer was returned for evaluation and repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event. It was noted that the upper case was broken and contaminated, the lower case was contaminated, the battery release was contaminated, the ring cover was broken and contaminated, the two side bail covers were contaminated, the lead flex cover was contaminated, one board connector cable was out of specification, the ring was bent and two side bails were contaminated, the battery drawer was broken, the keyboard pad was contaminated, the serial number label was damaged, the main printed circuit board, lead heart flex and battery flex were replaced as a preventative. The main printed circuit board, lead heart flex, battery flex and keypad assembly were further analyzed. This analysis could not confirm the functional test failures that were found during initial repair of the device. (B)(4).

Event description:
It was reported the epg (external pulse generator) intermittently would not power on. The device was returned for evaluation and repair. There was no patient involvement.